Event description:
Malfunction of vena cava filtering delivery system. Filter released in the sheath prior to when it was supposed to be released. Release trigger remained in "locked" position with seal intact. Had to be restarted in the carotid.